Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5086mri45 implantable pacing lead 2013-(B)(6), rvdr01 implantable pulse generator 2013-(B)(6), (B)(4).

Event description:
It was reported that the patient developed an infection from an unknown source. The patient was hospitalized for antibiotic therapy. The device and two leads were explanted and not replaced. No further patient complications have been reported as a result of this event.